Event description:
The customer reported blood was leaking from the IV set during d5lr infusion. There was approximately 1 foot of blood backed up in the pt's IV set and there was blood found on the floor and the pt's bed. This was found by the clinical staff during pt rounds. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.